Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. The visual inspection reported the outer casing was broken. The functional evaluation found the device could not generate alarms under the expected conditions and it failed to charge, establishing a relationship between the device and the reported event. The root cause was determined as a defective vacuum motor and main board. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys won't turn on. During service evaluation the device was found unable to operate on ac or battery power and could not recharge the battery. Additionally, the device failed to generate alarms under the expected alarm conditions. No patient was involved.